Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified vessel. A 2.25 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, when the device was delivered in posterolateral branch, the tip of the stent strut got lifted due to the calcification of the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported. Synergy ous mr 2.25 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found that on the first distal rows, stent struts were pulled distally and lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.